Event description:
Consumer alleges the unit tipped over with him in it once in a sidewalk cut out and allegedly the unit tipped over again a 2nd time when the consumer hit a pot hole or divot.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The unit was evaluated by an fst. Unit was fully evaluated and working properly.

Event description:
Consumer alleges the unit tipped over with him in it once in a sidewalk cut out and allegedly the unit tipped over again a 2nd time when the consumer hit a pot hole or divot.